Event description:
The patient was implanted with the neurocontrol freehand system in 2000. In april 2003 it was reported that the patient has what appears to be a broken lead on channel 1 of the implantable receiver stimualtor (irs). It appears that the break is a disconnection at the connector site and that the insulation is intact. The patient has been referred for an x-ray of the connector site. The exact location of the break will most likely not be identified until surgery is performed. A follow up report will be submitted after revision surgery.